Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patient had a duplicate profile with one medication in the wrong profile. A technical support specialist (tss) found that the patient had one active profile containing orders, while the discharged profile also had active and needed orders in the server. The customer was unable to undo the discharge and wanted all orders to appear under the single active patient profile. The tss advised the customer to contact epic to merge the patient profiles on their end. The customer informed the tss that the issue was related to epic and that would need to follow up with epic to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient had duplicate profile and medication was sent to discharged profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient had duplicate profile and medication was sent to discharged profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.